Event description:
Medtronic received information regarding an imaging system being used in an unknown. It was reported that the system was unable to open. Site stated that they can hear the system trying to spin during lateral movement but would not open the gantry. Site confirmed that the wag movements and docking the system moves successfully. Site stated that they did a hard reboot to the system with no resolution. Site stated that the image acquisition system and mobile viewing system were functioning and were able to boot up, but the site would not be using this system until a system checkout was performed. There was no impact to patient's outcome. Additional information was not provided. Additional information received. It was reported that the issue was found during a stereoelectroencephalography (seeg) placement. This occurred intra operatively. There was a reported delay of less than 1 hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, product ID: bi71000192, serial/lot #: (B)(6) rev. K. H3) the manufacturer representative (rep) went to the site to test the imaging system. When doing a rotor test. The rotor would stop and would need a push to finish its full range. Replaced rotor tractor drive. Rotor test passed. All rotor calibrations were done. All check out of the system passed. The rotor was returned for analysis. (Bi71000192) the drive assembly passed visual inspection. Test tractor drive assembly with motion cart, the motor would intermittently lock going forward or backwards. Faulty rotor tractor drive assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.